Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 322. The cause was identified to be an out of adjustment link, which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received baxter medina, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a failed downstream occlusion test. The cause was identified to be a damaged downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto rico, the device experienced unit showed a system error 322 (link switch error (low)) when loaded with prime line. The unit also failed the downstream occlusion test. No additional information is available.